Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty retracting the plunger could not be replicated in a testing environment based on the returned device condition. The reported difficulty removing the device could not be replicated in a testing environment as this occurred during the procedure. It should be noted that the proglide instructions for use states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported difficulty removing the device and resistance retracting the plunger could not be determined. The reported patient effect of pain is a known inherent risk of the procedure. The subsequent treatments appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
Exemption number e2019001. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a cerebral angiography diagnostic procedure. Reportedly, resistance was met on removal of the plunger and at the time of recovering the suture. The device became trapped and could not be removed which began to cause pain to the patient. The footplate had completely closed. After various attempts, some force was exerted to successfully remove the proglide without further intervention. No tissue damage was noted. Manual arterial compression was used to achieve hemostasis. Medication was administered for pain. The patient was under additional observation; hospitalization was prolonged. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.